Event description:
As reported by our (B)(4) affiliate, during a transapical tavr procedure the 23mm xt valve position was canted post deployment and had severe paravalvular leak (pvl). A 2nd 23mm xt valve was implanted. Initially, the patient underwent a balloon aortic valvuloplasty (bav) with a 21mm balloon. 7 months later, the tavr was performed. At that time, the angiography showed almost no aortic regurgitation (ar). It was decided to implant a 23mm sapien xt valve with 1ml more than nominal volume. Halfway through valve deployment, the valve moved ventricular. The physician pushed the valve aortic until it appeared to be positioned 50:50 aortic/ventricular (a/v). However, when the valve was almost fully inflated, it was pushed ventricular and deployed canted; 20:80 a/v on the non coronary cusp (ncc) side and 40:60 a/v on the left coronary cusp (lcc) side. Tee showed severe aortic regurgitation, which seemed to be pvl, especially a large jet from the side of the struts. A 2nd xt valve was implanted a half strut more aortic than the 1st xt valve, with an additional 1.5ml more volume than nominal. The pvl was significantly reduced and the procedure was finished. The patient was in stable condition the aortic annulus diameter measured 21.3mm by tee with mild calcification, and the stj diameter measured 20.2 x 21.3mm.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the valve being deployed canted cannot be confirmed; however, it is possible that the patient¿s narrow stj and mild calcification contributed to the valve movement towards the ventricle during deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.